Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31july2019. The product support engineer (pse) advised the customer to perform drpta to identify which leg of the alarm circuit is failing. The pse provided p/ns and pricing for pm and mc pcbs and speaker. The pse provided trouble shooting guidance. The customer replaced the defective speaker to address the reported problem. The unit successfully passed the required performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported primary alarm failure, code 1102. There was no patient involvement.